Manufacturer narrative:
Date of report : 28may2019, date rec¿d by MFR : 21may2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer ordered new stand and seeks fse to repair unit. Multiple attempts were made to obtain information on the repair of this device that were unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2019. On (B)(4) 2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported broken caster from stand. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. Event date not specified; estimate used.